Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, foreign material adhering to /clogging c-cover, nozzle, lg-lens adhesive, and a-rubber adhesive were confirmed. Therefore, the device did not meet its specification or function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). Physical damage was confirmed on the area of c-cover where the foreign material remained. On the other hand, it was also confirmed that the section of the device (nozzle, lg-lens adhesive and a-rubber adhesive) with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign objects in the plastic distal end cover, the nozzle, the adhesive around the light guide lens and the adhesive on the bending section cover. There were no reports of patient involvement.